Event description:
Boston scientific received information that after the implant of this lead, it was observed via fluoroscopy that the helix had completely retracted back into the housing unit. The lead also displayed an increase in pace impedance from 650 ohms to 1300 ohms. The local field representative reported that the physician "sweet tipped" the lead but had not turned the lead body and fixation tool at the same time. The patient's pocket was re-opened and the lead was explanted and replaced. The helix functioned normally when testing after explant. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.